Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 408 mg/dl at the time of incident. Customer will be returned device for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed per specifications. Also, visually found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used.